Event description:
It was reported that the iab was inserted in a patient with a very tortuous anatomy. Shortly after insertion, blood was noted in the helium tubing. The iab was removed and a replacement was not necessary. There were no patient complications.